Event description:
It was reported that ¿on and off¿ for the past three years, the patient had been experiencing some problems with their device. The patient had been ¿back and forth¿ to the emergency room with chronic vomiting and was also feeling electrical shocks. It was noted that it was ¿not helping¿ the patient and they had lost almost 50 pounds in one month just by throwing up. This occurred the month prior and the patient was still losing weight. The patient just lost 8 more pounds three days prior. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).